Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected a rise in pacing thresholds one week after implant. The patient also had diaphragmatic stimulation but this had abated. The physician was to further assess after the patient had their knee surgery. It was later reported that an x-ray was taken and it appeared that the lead had not moved. The physician felt this was a microdislodgement. The physician and patient have decided to continue to monitor the integrity of the lead. The patient as not experienced any adverse events.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.